Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) due to charge time measurements of 31.2 seconds and monitoring voltage of 2.65 volts. No adverse patient effects were reported. Subsequently, the device was explanted.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.